Event description:
Information was received from a patient representative regarding a patient who was receiving fentanyl via an implantable pump for unknown indications for use. It was reported that, last night, the patient representative saw a message on the patient therapy manager (ptm) that said the pump stopped due to safety, pump may be running at a lower rate, service code 96. Caller stated they restarted the ptm and the message cleared on its own - no active alerts displayed during the call. Agent reviewed meaning of the service code 96 message and redirected to healthcare provider if message persists. The patient was redirected to their healthcare provider to further address the issue. Caller mentioned they have an upcoming hcp appointment. Additional information was received from the patient on 2026-jul-01. The patient reported that the cause of the pump stopping due to safety/code 96 was not determined. They reported that their healthcare provider (hcp) believed that the pump may be failing. They had erratic dosing, sweating, and they might be withdrawing. They were going to keep an eye on it moving forward. They reported that steps taken to resolve the issue included that the hcp used their ptm to find the code and then thought about what to do. The patient is going to another hcp for a second opinion. They said they would follow-up with their managing hcp if the issue continues.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.